Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti power port isp. Prior to the procedure, the catheter was sealed inside the packaging and unable to use. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed power port isp titanium implantable port kit was returned for evaluation. Along with return sample four photos were provided for review. Visual evaluations were performed on the returned device. The top product tyvek label was partially peeled from the main product tray. Evidence of seal transfer was noted throughout the tray. The product tyvek label was partially peeled from the product tray. Evidence of seal transfer was noted throughout the tray. A portion of the packaged catheter within the tray was noted to be melted until the top left corner of the product tray. Catheter melt was also verified in the photo review. Manufacturing review was performed and it was observed that one of the ends of the catheter was trapped in the sealing area, the catheter was completely flattened in the affected section and "catheter trapped in the sealing area" is confirmed. Therefore, the investigation is confirmed for the reported catheter was sealed inside the packaging issue. The cause of this condition related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti power port isp. Prior to the procedure, the catheter was sealed inside the packaging and unable to use. It was further reported that one end of the catheter was welded with the steam of the sterile packaging. The procedure was completed using another device. The procedure was completed by using another device. There was no patient contact.